Event description:
It was reported by the customer that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) had the message maintenance required # 5 (helium pressure transducer out of calibration). There was no patient involvement and no harm reported. As the equipment was unable to perform counterpulsation, and the customer replaced it with another device. The customer has decided not to repair the equipment and no on-site inspection will be possible.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.